Event description:
Patient reported the buttons on the infusion device are non-functional. Patient stated after changing to a new battery, the infusion device only beeps and nothing is seen on the display. Patient reported the infusion device is not responding to any buttons being pressed down. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result the menu and check button do not respond. There are particles inside the housing of the menu and check button. The particles isolate the area of contact inside the button housing. The up and down button passed the optical and functional investigation successfully and comply with the product specification.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.